Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial with holes use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2013, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: seroma from mesh and mesh removal requiring an additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2013: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: a ventral hernia. Postoperative diagnosis: a ventral hernia. Operative procedure: laparoscopic ventral hernia with mesh. Anesthesia: general. Operative findings: large 8 cm circular fascial defect. Estimated blood loss: less than 10 ml. Mesh used was an 18 x 24 cm rectangular dual gore mesh plus. Indications: a 54-year-old female complaining of abdominal pain at a ventral hernia site where she had a prior hysterectomy. Over the past 3 years, the hernia has gotten more larger and caused more pain. Operative procedure: ¿the patient was taken to the operating room, placed supine on operating table. After general anesthesia, patient's abdomen was prepped and draped sterile. A small incision was made at the left upper subcostal margin. We then used a veress needle to insufflate the abdomen. After adequate pneumoperitoneum, laparoscopic 5 mm trocar was then used to enter the abdomen using optiview. We then placed another one 5 and a 12 in left lower lateral quadrant. We then began taking down multiple adhesions along the edge of the hernia defect using sonication. The omentum was stuck. We had to take all this down. The falciform also had to be taken down because of the size of the fascial defect. Once all adhesions were taken down, we measured the fascial defect and was about 8.5 cm. We then proceeded to use an 18 x 24 cm dual gore mesh. We put the ethibond sutures at the 4 corners and then rolled it up and then placed the 12 port in the abdomen. We unrolled the mesh and then began using a suture passer and pulling the ethibond suture through the stab incision. We then tacked the mesh up toward the abdomen using a protacker and then lastly, we then placed 4 more ethibond sutures for a different stab incision for further securing of the mesh. Lastly, we then made sure everything was hemostatic, injected out ports with marcaine, and then tacked it in place and further tacked the edges of the mesh and then lastly desufflated the abdomen and closed the fascial 12 port with a 0 vicryl. We then placed steri-strips and sterile dressing and an abdominal binder. The patient tolerated the procedure well. Needle, sponge, and instrument counts were correct at the end of the case.¿ on (B)(6) 2013: (B)(6) . Implant sticker. Gore dualmesh®plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 11088277, 18 x 24 cm. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/11088277) was implanted during the procedure. On (B)(6) 2013-(B)(6) 2015: [missing records: records between (B)(6) 2013-(B)(6) 2015 were not provided.] On (B)(6) 2015: (B)(6) surgical specialists. (B)(6) ; (B)(6) , md. Operative report. Preoperative diagnosis: principal problem: recurrent ventral hernia. Active problems: obesity with body mass index of 30.0-39.9. Seroma complicating problem. Postoperative diagnosis: same. Procedure: open repair ventral hernia with 15 x 20 cm ventralight st mesh. Assistant: (B)(6) , pgy2; (B)(6) pgy5, (B)(6) pgy1, (B)(6) ms4. Anesthesia: general with local anesthesia. Estimated blood loss: 200 cc. Specimen: hernia sac and previous mesh. Findings: large seroma cavity anterior to old mesh and large old hematoma posterior to the old mesh. Indication: evelyn williams is a very pleasant 56-year-old female with a symptomatic ventral hernia which had previously been repaired and had developed a post op hematoma and seroma posterior and anterior to the mesh, respectively. Description of procedure: ¿after consents were obtained, the patient was taken to the operating room on (B)(6) 2015. After the administration of general anesthesia, antibiotics and appropriate prepping and draping a laparotomy incision was made through the old scar. The incision was carried down until the seroma cavity was encountered. Seroma fluid was sent to micro biology for gram stain and culture. The dissection was then carried laterally encompassing the seroma cavity to a point beyond the margins of the old mesh. There was significant difficulty dissecting the mesh off of the posterior sheath and significant portions of sheath were removed. On the posterior surface a large hematoma cavity was encountered and excised. There were dense adhesions of omentum to the lateral and inferior portions of the old mesh. These were divided close to the mesh with the impact ligasure device and taken with the specimen. Once the specimen was removed from the field, attention was turned towards closure. The posterior sheath was dissected off the muscle along the superior and right side of the abdomen; however upon moving more inferiorly it quickly became apparent that there was insufficient posterior sheath remaining to achieve closure of the posterior sheath. The decision was then made to use a permanent mesh with a bioabsorbable layer. A 15x20cm ventralight st mesh was placed in the intra peritoneal location and secured to the abdominal wall with interrupted #1 pds sutures. The fascia was then closed over the mesh using two running #1 pds sutures. The wound was irrigated copiously with warm saline. Two #10 jp drains were placed anterior to the fascial closure. Then the wound was closed in layers with 3-0 vicryl in the subcutaneous tissue and skin staples on the skin. The wound was dressed with a kcl provena vacuum dressing. Pt tolerated the procedure well. At the end of the case all counts were reported as correct. The patient was taken to the pacu in stable condition.¿ on (B)(6) 2015: [facility ni]. (B)(6), md. Pathology report. Accession #: (B)(4). Clinical information: recurrent ventral incisional hernia. Tissue submitted: abdominal wall mesh. Gross description: it consists of a portion of tan material with attached yellow to pink soft tissue that measures 11.2 x 11.3 x 7.1 cm. Representative portions of soft tissue are submitted in three cassettes labeled (a-c). Diagnosis: abdominal wall ¿ synthetic mesh with associated chronic inflammation, fibrosis and foreign body reaction. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 11088277. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H10/11: correct IFU statements: it should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿